Event description:
Entire system explanted due to recurring sensing and threshold issues, which were not resolved after changing leads. No event date provided.

Manufacturer narrative:
The ICD and the lead under complaint were returned and subjected to an extensive analysis. Upon receipt, the lead was visually analyzed. The conductor cable to the shock coil was found fractured in the df-1 connector and was coiled inside its lumen indicating tensile stress, presumably during the explantation procedure. No further deviations were noted which might have led to the reported clinical observations. The ICD was interrogated, revealing the battery status bol. The inspection of the memory content confirmed the clinical observation. Therefore the header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation process. There was no indication of a material or manufacturing problem. At a next step the ICD was subjected to an electrical analysis and its functionality was investigated. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The impedance measurement functions of the device proved to be fully functional. A sensing test was performed and the device sensed the attached heart signals free of noise. There was no indication of a device malfunction. The manufacturing process for the lead and the ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. The devices did not show any deviation that might have led to the clinical observation.